Event description:
An unknown size aneurx bifurcated stent graft and its components were implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology are unk. It was reported that the bifurcated stent graft was implanted partially covering the renal artery. The physician was able to go up and over the aortic bifurcation with a guidewire and pull the stent graft for correct placement. The pt experienced renal failure and the physician elected to perform an aorta bypass.